Event description:
It was reported that the pt underwent an incisional hernia repair procedure in '08. The procedure was an open procedure performed under general anesthesia. Postoperatively that day, the pt developed a hematoma located in the abdominal wall. As a result, the pt required a transfusion of 600 ml erythrocyte concentrate. The pt also had a period of oliguria that lasted approx 12 hours. IV lasix and IV fluid was administered. The patients kidney function levels were normal postoperatively. The pt was discharged about 3 days later. The dr has indicated that the event is not product related but its procedure related.

Manufacturer narrative:
Conclusion code: the surgeon has indicated that this event was not related to the product but rather was related to the procedure. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.